Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed a test step during testing. The field service engineer (fse) installed a new 3 way solenoid and proportional valve (aecm) to address the issue. The fse performed a complete pvt as per the mfg's specifications. Device placed back into full clinical service, ready for patient use.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification test. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.